Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient had emergency abdominal surgery which became infected; the patient developed sepsis and a blood infection. The right atrial lead, right ventricular lead, left ventricular lead, and device were removed and not replaced. No further patient complications have been reported as a result of this event.